Event description:
It was reported that the lead dislodged and the patient experienced exit block and muscle stimulation. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.